Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 98 months, a syncopal episode was reported. Apart from the syncopal episode (including facial bruises) no further adverse pt side effects have been reported. There was no explant date provided and on indication of intervention, although it is believed that this pacemaker was returned for analysis.